Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia following a usual meal announcement, with the caregiver seeking clarification about insulin on board and noting a recurring pattern of lower glucose values at night; glucose subsequently trended up to 120 mg/dl. Symptoms included a blood glucose low of 60 mg/dl without loss of consciousness or other acute effects. Outcomes included approximately 40 minutes of glucose below range and assistance from a caregiver, with no medical intervention or ketone testing. Investigation included review of user-reported history and device use patterns through customer communication. Investigation of this case revealed an unclear cause for the hypoglycemic episode, with a potential contribution from meal announcement amount relative to nighttime sensitivity. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.